Event description:
Reporter indicated that pt was diagnosed by an ent with vocal cord paralysis following vns implant. It was reported that the pt was implanted several months before and that their voice has been a hoarse whisper since implant. Stimulation has not yet been initiated as treating neurologist is reportedly waiting for vocal cord paralysis to resolve. Treating ent reportedly indicated that the vocal cord paralysis could be corrected with surgery.